Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up for a case, they received a localizer faulted in the application and an amber light illuminated on the camera. Troubleshooting was performed, and a secondary camera cart was pulled in for the case and no further issues arose. Additional troubleshooting was performed, under the ndi toolbox, the bump and internal temperature were both detected. Technical services(ts) determined internal complementary metal-oxide-semiconductor (cmos) camera battery to be at fault. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735821; ubd: unknown, UDI#: unknown, h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable.  A05 applies to bump and internal temperature were both detected a1102 applies to localizer faulted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera faulted and replaced. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.